Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Myopotential oversensing was suspected. Programming changes were made. Patient&#38112;condition was normal.